Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12152. It was reported that an asymptomatic patient presented remotely via merlin.net with noise over-sensing on the right ventricular lead. The lead was explanted and replaced on (B)(6) 2021. Physician believed noise was due to the lead being twisted in the pocket. The atrial lead was also found to be dislodged during the procedure, so it was explanted and replaced. Patient was stable after the procedure.